Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. A review of the photo associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: this is a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after completing the dissection of the prostate and seminal vesicles, the uretrovesical anastomosis was performed, where the surgeon reports that the clamp was damaged. Upon removal, it is detected that the wires running through the articulation pulleys were broken. As a result, the instrument was reported and replaced with one of the same types. It is then verified that no damage occurred and that no residue remains, and the procedure was completed without any further issues or complications. The procedure was completed with no reported injury.